Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was explanted due to erosion with signs of infection. The physician reported the patient was likely manipulating the device during the implanted duration as there was also evidence of system migration. No other resulting adverse patient effects were reported.